Event description:
As the 2.0 x 15 mm worldpass balloon was inflated to 8 atm in the mid left anterior descending (lad) vessel the balloon suddenly ruptured. The physician withdrew it at once and another balloon catheter was used to complete the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.